Event description:
It was reported that during a da vinci-assisted surgical procedure, a non recoverable fault occurred on the system. The site had tried restarting the system prior to calling. The technical service engineer (tse) confirmed that logs showed error 319 pointing to video processor (vp) and endoscopic controller (ec). The tse had the site check the grey fiber cable, orange fiber cable, power switch, and cables, and the site confirmed blue light on the ec and vp. Also, tse had site do a hard restart of vision side cart (vsc) but the issue was not resolved. The procedure was completed by converting to laparoscopic surgery with no reported injury, prior to calling for technical support.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the video processor (vp) to resolve the reported issue. Intuitive surgical, inc. (Isi) received the vp involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported issue. The reported problem was error 319, which states a node configured to present did not respond during system starting up. The vp was installed onto a pca test system, where it was programmed, started up, and ran 10x power cycle with no problem.